Manufacturer narrative:
A follow up will be submitted when additional information become available. Further information were requested, but not received yet.

Event description:
The following was reported: consoles: 1st console, s/n (B)(4). (B)(6): ¿ 4:30 am: intensivist fellow md prescribes 25 mg protamine. ¿ ~4:45 am: infusion of 25 mg protamine begins in peripheral venous cannula. ¿ ~5:00 am transmembrane pressures jump from 19 mmhg to 65 mmhg. Perfusionist calls the intensivists to warn them that the tmp were increasing. V.o. To halt the protamine infusion. Membrane is inspected, no signs of fibrin formation or clotting. ¿ 5:10 am transmembrane pressures continue to go up. 65 ->85->100->120. Membrane is inspected again, still no signs of clotting on the post-membrane side. As I come around the other side to check on the transmembrane pressures on the screen, I notice an error message «erreur produit usage unique ¿ arrêt» and the flow is 0 lpm. I clamp the outflow line with my hands and try to increase the rpm to get forward flow again, but they fall back to 0 rpm. With help from nursing, we manage to get the 1st circuit onto the hand crank within 1 minutes (approximately) and begin cranking. Forward flow is established at 3.5 lpm and patient map and cerebral saturations were in the normal range ¿ backup perfusionist is on site, and is called to bring backup ECMO circuit. ¿ discussion with intensivists. We told them we have two options: firstly, we can switch the 1st circuit onto another console and assess our options (not our ideal option since the transmembrane pressures are still high). Secondly, we can prime our backup circuit in order to change out the membrane. The perfusionists preferred changing out the membrane because they believed it would be the less risky option and would take the least amount of time. ¿ priming the 2nd circuit was unsuccessful. When the plasmalyte-a was dropped, we were unable to prime by gravity or by increasing rpms. Both perfusionists took turns manipulating the circuit to try to get it primed but to no avail. When the rpms were increased, the console would make a loud rumbling sound, much louder and more vibrations than if the membrane were decoupled, which the perfusionists accounted for by detaching and reattaching the pump to the console as well as reducing the rpm to zero. ¿ with intensivists, we decide to switch the original circuit (currently being hand cranked) to the second console. 45 second circulatory arrest, and then flow was re-established, still with high tmp (around 175 mmhg at this point, but the pressures are not calibrated because it is now on the 2nd console). ¿ one perfusionist goes to get a third console in the basement, and sets up a new circuit and primes it. ¿ setting up the patient for circuit change out. Surgical resident and intensivist are scrubbed in, and the change out happens at the bedside in the ICU. 50 second arrest time, and full flow is established immediately. The event will be investigated in further complaints: (B)(4). This emdr belongs to complaint number: (B)(4).

Event description:
The event will be investigated within further complaints: (B)(4). This emdr belongs to complaint number: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp showed the alarm ¿pump disposable error¿ during treatment and the blood flow stopped. A getinge field service technician was sent for investigation on 2021-05-13/14/17. He could not confirm the reported failure. The unit was tested and put back in use. The log files analysis of the cardiohelp system was performed on (B)(6) 2021 by getinge life-cycle engineering. The log files shows that the device had no malfunction. The review of the non-conformities has been performed on (B)(6) 2021 for the period of (B)(6) 2016 to (B)(6) 2021. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. A root cause could not be determined. However, with reference to the current risk analyses chapter u7.2.4.1 and u7.2.5.1 the following most possible causes could be linked to the reported failure: user does not perceive or recognize how to correctly mount the transport guard. The transport guard are mounted incorrectly or not mounted at all. No coupling or insufficient coupling between the cardiohelp device and the disposable during transport. Additional condition: the mechanical impact on the cardiohelp device and disposable is too high. The IFU (instructions for use / 1.8 / en / 09) of the cardiohelp includes a warning under chapter 2 "do not remove the disposable product during normal operation." Furthermore in the IFU (instructions for use / 1.8 / en / 09) it is stated in chapter 2.1.4 "please refer to the respective instruction for use of the disposables". In reference of the current IFU for disposables (instructions for use / 1.5 / g-270 / 02) the following is stated in chapter 5.3.1 safety instructions for the oxygenator: incorrect installation of the hls module advanced can lead to device malfunction. This can endanger the patient. Use the device only together with the device cardiohelp-I. Install or remove the device only when the pump of the cardiohelp-I is at a standstill (0 rpm). Ensure that the device is fitted onto the device correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump. Based on this the reported failure "pump disposable error" could be confirmed, but not a product related malfunction. The other devices in regards to this complaint will be investigated within the complaints: (B)(4). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in.